Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, when trying to clear receiver database in studio, a failed message kept displaying and then receiver would show a green error message saying assert. The receiver was reset multiple times with same result. No additional event or patient information is available.